Event description:
It was reported that during a da vinci s transoral otolaryngology surgery (tors) procedure, black fiber from the distal part of the 5 mm monopolar cautery instrument shaft started peeling off near the tip. The instrument was then used for another procedure and it was reported that the damage became worse with burning. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a large area of the main tube insulation was damaged. It was determined that the damage was likely due to mishandling from contact with the cannula accessory or other instruments. The damage points are aligned in the same orientation and direction. The instruments and accessories user manual specifically states: - proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not used a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.